Event description:
Reporter called to inform the FDA that her left breast implant had ruptured and had to be removed. Prior to this event, reporter suffered with severe seroma which she found out to be a symptom from textured breast implants. Reporter also suffered from pain and swelling and had to have fluid removed from her left breast as a result of the ruptured implant. Upon removal of the left implant, all of the symptoms of swelling dissipated along with most of the pain. She will have the left implant replaced once she is fully healed.